Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a gradual rise in pacing impedance, from approximately 1500 ohms at implant to 2400 currently. An invasive procedure was performed to replace the pulse generator (having reached elective replacement indicator), and subsequent lead testing during the procedure demonstrated >3000 ohm impedance on this lead. The physician elected to surgically cap and abandon the sensing leg of this lead, and implanted a separate pacing lead without reported complication.